Event description:
It was reported that the right atrial (ra) lead exhibited noise. Boston scientific technical services (ts) suggested reprogramming options. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).